Event description:
A pt spouse called technical support for a shipping question and stated, the pt was hospitalized. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was learned the pt had had a stroke after falling in her home. She was not on the peritoneal dialysis cycler at the time. She has been discharged from the hospital and is at a rehabilitation facility. There is no allegation of cycler malfunction in conjunction with this event.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported stroke and hospitalization. A supplement medwatch report will be submitted upon completion of the investigation.